Event description:
Event description guidant received information that a patient with this chronic right ventricular (rv) defibrillation lead experienced myopotential oversensing that resulted in pacing inhibition (of greater than two beats). The caller did not know when this occurs and was inquiring how to troubleshoot.